Manufacturer narrative:
(B)(4). The root cause is undetermined. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a consumer from (B)(6) of peritonitis in a (B)(6) male coincident with dianeal pd2 ultrabag. On an unreported date, the patient began treatment with dianeal pd2 ultrabag (dosage and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized. Peritoneal effluent analysis was not performed. The cause of peritonitis was unknown. Treatment included ip fortum, 1 gram, daily and ip vancomycin, 2 gram, every fifth day. Outcome of peritonitis and action taken with dianeal was not reported. Causality assessment for the event of peritonitis to dianeal was not reported.